Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. No product will be returned for eval.

Event description:
The pt reported, the infusion set leaks insulin between the headset adhesive and the cannula. The pt experienced elevated blood glucose of 380 mg/dl as a result. The pt changed the infusion set and bolused through the infusion device to lower blood glucose. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.